Event description:
During laparoscopic da vinci procedure, the reliatack articulating reloadable fixation device malfunctioned. Procedural note: ... Right flank hernia was found from previous lumbar fusion. This hernia defect was about 5 cm in length but in this position was about 1.5-2 cm wide. I used a 10 x 15 symbotex mesh which was inserted into the abdomen. The carter-thomason was used to grab the stitches and bring the transfixing stitches into position so that this mesh was centered and covered the defect. After this was done, it was tacked down with absorbable tacks. However, for the second time recently I had problems with this misfiring and being unable to reattach a second load of tacks. Therefore, I switched to the protacker in order to finish anchoring this mesh in position. Care was taken not to injure bowel or any abdominal structures. My transfixing stitches were cinched down.